Event description:
A consumer implanted for spinal pain reported they were thinking about having the implantable neurostimulator (ins) removed because it was a large battery, and the area was sore since 2015. It was further reported the consumer¿s healthcare provider (hcp) wanted to do an MRI of the device, and the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.